Event description:
Customer reports a male pt (post-coronary artery bypass graft) was being reinfused from the ats bag and suffered an air embolism and expired. The staff had placed a filter on the ats unit, was using a pressure cuff and allowed the bag to empty completely. The staff do not believe this is in any manner a product problem. They reported they felt they should not have used a pressure cuff. Customer is asking for literature on the thoraseal with ats and any articles co might have on auto transfusion from an ats bag.